Event description:
The customer initially complained of multiple ise indirect na, k, ci for gen.2 calibration and qc errors on their cobas 4000 c (311) stand alone system. The customer provided 5 examples of patient results that were reported outside of the laboratory that were reportable malfunctions. At the time of the erroneous results, calibration and qc results were acceptable. From the data provided 1 patient had a reportable malfunction for potassium and 4 patients had a reportable malfunction for sodium. The discrepant results are highlighted. The erroneous results were released outside of the laboratory. The repeat results were deemed to be correct. There was no adverse event. The potassium and sodium electrode lot information was requested but was not provided. The analyzer alarm history did not contain any relevant events. The field engineering specialist determined the root cause was due to bubbles in sipper tubing caused by a small pinhole in the reagent syringe tubing and a reagent probe that was dripping. He replaced the sipper assembly, the reagent syringe barrel, the reagent syringe valve, the ise solenoid valves, the reagent syringe tubing, the reagent probe, the ise reagents, the syringe seals, the sipper and pinch valve tubing, and the gear pump. He performed a calibration, qc testing, and ise precision testing all with acceptable results. The issue was resolved by the service activities performed. The customer stated that there have been no further issues.

Manufacturer narrative:
Addition clarification was provided of the correct repeat sodium result for patient ID (B)(6). The correct sodium repeat result is 143 mmol/l. The attachment to the medwatch was updated corrected.